Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/10/2021. H.6. Investigation: one photo and one sample were received by our quality team for evaluation. The sample was subjected to visual inspect. A damage catheter was observed and the cannula was observed to be broken at the cannula notch area. The protection tube was subjected to visual inspection, and no damage was observed on both ends of the protection tube. The team is able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed. There is a possibility of the assembly machine hitting the cannula during the assembly of the protection tube. However, based on the visual inspection of the returned protection tube, there is no damage on the protection tube to indicate this. Therefore, the root cause is not due to the manufacturing process. Based on the analysis of the returned used sample, the issue could have occurred during penetration. The user may have partially withdrawn the cannula before penetration and hence causing unsuccessful penetration to the skin. The user may not have noticed the error and continued trying to penetrate into the skin. This would cause further damage to the catheter and cause the cannula to bend and break at the notch. Therefore, the probable root cause of the broken cannula tip and damaged catheter could be due to user manipulation during use of the product.

Event description:
It was reported that neoflon pro 26ga 0.6mm od 19mm l india catheter tip was damaged. The following information was provided by the initial reporter: dated (B)(6) 2021, I have visited our (B)(6) office for some work, while entering security personal has told me somebody has asked him to hand over torned neoflon pro cannula. I have asked security personal for the details of the person, but unfortunately security personal also had no clue. When I checked the product, tip of the catheter was damaged and it was enlarged over the needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that neoflon pro 26ga 0.6mm od 19mm l india catheter tip was damaged. The following information was provided by the initial reporter: dated (B)(6) 2021, I have visited our bangalore office for some work, while entering security personal has told me somebody has asked him to hand over torned neoflon pro cannula. I have asked security personal for the details of the person, but unfortunately security personal also had no clue. When I checked the product, tip of the catheter was damaged and it was enlarged over the needle.